Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The cable has been pinched and the cable jacket is cut exposing internal wires. A replacement part was sent to the site to resolve the issue. The system was evaluated at the site. The software was reinstalled and the network settings were adjusted. The device was found to be fully functional and the system checkout showed no anomalies.

Event description:
Site rep called in to report that during a case system displayed a searching for input message they rebooted and it froze. They wheeled in another cart and were able to finish the case. He would like the local medtronic rep to visit the site. There was no impact to the pt.